Manufacturer narrative:
(B)(6)

Event description:
The customer received a questionable high li lithium result for one patient sample from the cobas 8000 c 702 module. The initial result was 1.1 mmol/l which was reported outside of the laboratory and was questioned by the doctor. On (B)(6) 2018, the sample was repeated with a result of 0.13 mmol/l. On (B)(6) 2018, the sample was repeated with a result of <0.05 mmol/l. There was no allegation of an adverse event. The reagent lot number was 329111. The expiration date was requested but was not provided.

Manufacturer narrative:
The provided calibration data and control data was within the acceptable range prior to and after the event. A general reagent and instrument issue could be excluded from the calibration and quality control data. The investigation was unable to find a definitive root cause.